Event description:
Update 05/08/2013 product/lot information.

Manufacturer narrative:
The DHR analysis of the batch 2275027 (product code l20311) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because no product/ x-rays was received. The root cause is undetermined. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Radiographs were not available for review. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions regarding the root cause of the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: stem broke in half.